Event description:
It took three (3) cook baskets to do a case today that I easily could have done with one microvasive basket; malfunctioning at the handle. Dr has gone thru 3 baskets, (good for 2 passes then need a new one) in one procedure. Dr. (B)(6) case last week that he had to laser the basket out when it failed, he cut it and it did not release (which he says the old ones did for pt safety). These types of defaults add an extra 40 plus min to the cases. A second physician indicated a basket became distorted when used. I quite assure you that the urologists are united on this front, and given that stone patients at (B)(6) are subjected to additional anesthetic time at best and a basket trapped in the ureter at worst, this is very definitely a patient safety issue, as well.

Manufacturer narrative:
The customer did not return product for evaluation noting a proper evaluation, and could not be performed. Customer has indicated no harm to the patients; however, the procedures have been extended 40 plus minutes due to the difficulties experienced. Upon inquiring about this matter with the physicians and the facility, they have stated they no longer want to pursue this complaint and no additional information was given. With the limited information received and without product to view, the customer's difficulty cannot be confirmed.